Event description:
Per the clinic, the patient experienced a significant blow to the head resulting in a performance decrement. Numerous attempts at reprogramming did not alleviate the problem. The device was explanted on (B)(6) 2010 (date not reported) and reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date that revision surgery occurred was (B)(6) 2010; not (B)(6) 2010 as previously reported. This report is filed december 2, 2011.